Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the battery compartment was found to be cracked on the side of the threads, above the pad, and beneath the bumper pad. The pump powered on and could not perform the prime steps due to a call service 076 alarm. When the pump case was removed an internal motor failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in multiple places and there was an internal motor failure. This report is made based on results of investigation completed on 08/10/2015.